Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that the patient showed clinical symptoms of low spo2 readings after a bronchial aspiration during lactation (including cyanotic skin) and the monitor did not show abnormal readings during the process. No consequences or impact to patient was reported.